Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, the pacemaker was found in standby mode upon interrogation. The pacemaker was re-initialized and the parameters were reprogrammed to their previous values. No anomalies were observed on the lead measurements. An ECG was recorded before the pacemaker re-initialization; the pacemaker was operating in vvi mode at 70 min-1 with unipolar pacing.

Manufacturer narrative:
Preliminary analysis results revealed that the device switched in standby mode due to the detection of corruption in device memory data. The root cause of the corruption could not be identified. The device was properly re-initialized during the follow-up performed on 30 january 2018 and its normal functioning was restored.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, the pacemaker was found in standby mode upon interrogation. The pacemaker was re-initialized and the parameters were reprogrammed to their previous values. No anomalies were observed on the lead measurements. An ECG was recorded before the pacemaker re-initialization; the pacemaker was operating in vvi mode at 70 min-1 with unipolar pacing.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on 30 january 2018, the pacemaker was found in standby mode upon interrogation. The pacemaker was re-initialized and the parameters were reprogrammed to their previous values. No anomalies were observed on the lead measurements. An ECG was recorded before the pacemaker re-initialization; the pacemaker was operating in vvi mode at 70 min-1 with unipolar pacing.